Event description:
The pt underwent a laparoscopic supracervical hysterectomy with right salping oophorectomy and left salpingectomy. During coagulation and ligation of the left cardinal ligament using the 5mm ligasure instrument it was noted that the distal tip of one of the paddles on the ligasure instrument had broken. The piece was approx 2-3 mm long, triangular shape without any sharp or cutting surfaces. Several attempts were made to locate this in abdomen with no success. Abdominal x-rays were obtained which indentified the small portion and the pt was notified postoperatively.